Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This complaint for a report of a system error (se) 2240 and the root cause was determined to be use error, due to an open clamp. The labeling instructs the customer to ensure clamps on unused lines are closed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 / 2367 (air in set) during dwell 3 of 5 on the home choice (hc). The technical service representative (tsr) explained the se2240 to the caregiver (cg) and instructed the cg to cycle the power on the hc and the se2367 followed. The tsr explained the se2367 to the cg also and advised the cg to turn hc off. The tsr explained to the cg that the home patient (hp) would either need to start over with all new supplies on the hc or use manual supplies to do a manual exchange therapy for that night to complete her therapy. The tsr also advised the cg to contact the peritoneal dialysis nurse (pdn) to notify of the alarm. The cg stated that the hp had the blue clamp open and the hp does not use the blue clamp line. The tsr explained to the cg that clamps on any unused lines must always be closed. The cg understood and said that hp will do a manual exchange for that night. There was patient involvement. No patient injury or medical intervention was reported.